Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device failed the flow rate test and had an under infusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the symptom underinfusion, determined to be caused by a failed ultrasonic sensor with fluid numbers that were below specification. The failed ultrasonic sensor was replaced.